Event description:
It was reported that on (B)(6) 2023, a tibial osteotomy with im nailing procedure was conducted. A 10mm ria 2 head was used to collect graft from the tibial canal. When the surgery was almost done, it was observed that the blue ring on the back of the sterile shaft tub popped out and appeared damaged. It's almost like it melted into the metal shaft. The yellow seal was also damaged and melted into the shaft. There was a surgical delay of 3 minutes and a positive surgical outcome was attained. Plastic fragments were generated that had to be picked out of the bone graft collected. No fragments remained in the patient. Patient status/ outcome: successful. This report is for one (1) drive shaft for ria 2 520mm. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Procode: additional product code: hrx. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.